Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the delivery system. The device was removed from the patient body along with the stent delivery system. The procedure was completed with a new stent. No patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the delivery system. The device was removed from the patient body along with the stent delivery system. The procedure was completed with a new stent. No patient complications reported. It was further reported that the stent came off the balloon during removal of plastic protector and was never entered into the patient's body.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the delivery system. The device was removed from the patient body along with the stent delivery system. The procedure was completed with a new stent. No patient complications reported. It was further reported that the stent came off the balloon during removal of plastic protector and was never entered into the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 38mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found stent damage along most of the length of the stent profile with struts pulled distally from the fourth strut on the proximal end over the balloon cone and tip. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.